Event description:
It was reported that in 2006 the patient underwent treatment with the polarcath device for one lesion. During the polarcath cryoplasty procedure the patient experienced perceived pain. This occurred during the cryoplasty inflation. There was minor dissection (not flow limiting). The immediate technical result was satisfactory. The post treatment of the lesion after cyoplasty was not provided. The cryoplasty total procedure time was not provided. The pre procedure target lesion was not provided. However, it was a (de novo) reference vessel with a 6 mm diameter and a 12mm lesion length. The quantitative data measurement method was visual. The target lesion pre-procedure was 95% concentric stenosis, three patent run-off vessels, no vessel tortuosity and moderate calcification at target lesion. The polarcath balloon used during the procedure was a 6 mm diameter, 4 cm balloon length, shaft length 80 cm and 1 inflation. The target lesion post procedure was 10% stenosis.no follow up information was provided.

Manufacturer narrative:
Date of event - 2006.the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure, and is noted in the direction for use (dfu).